Event description:
Information was received regarding a cadd cassette reservoir. It was reported that a cadd legacy pump gave a two toned alarm two hours after a cassette change. A new cassette resolved the issue. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.